Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a trial implant procedure, the lead was unable to be inserted into the epidural space due to scar tissue. The procedure was abandoned as a result. Patient experienced no adverse events. There were no complications during the procedure. Patient was stable.